Manufacturer narrative:
Product ID, 8709sc serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).

Event description:
Additional information stated that there was a possible pump leak of baclofen from recent injection. On (B)(6) 2012, the drug in the pump was withdrawn in order to measure the amount of baclofen that was unaccounted for and then the pump was refilled with baclofen. The results of the measurement were not noted. The patient had increased swelling around the baclofen pump and injection site. It was noted the patient had "no injury."

Event description:
It was reported a possible leak during refill or pump did not reseal when needle was removed. Patient had refill the day of this report. It was "mushiness" at the pump that was not there prior to refill. Patient had drowsiness and more than usual seizures. Patient had to take emergency seizure medication. The device system was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).